Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (component codes).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
(B)(6), an ICU rn, called into the emergency support program line to request assistance with a check iab catheter alarm on a cs300 during use. (B)(6) stated they received the alarm after placing a foley catheter on the patient and they were unable to restart therapy. The pump had been in standby for 8 minutes at the start of the call. Esp personnel explained the nature of the alarm and asked (B)(6) to verify there were no signs of blood present in the helium tubing. Mike denied any external signs of a kink or restriction being present. (B)(6) attempted multiple nursing interventions to relieve any restrictions at the femoral site but was unable to restart therapy. Further investigation determined the patient had just had a foley placed, was aggressive with bedside staff, and staff were having difficulty keeping the patient still. Esp personnel encouraged (B)(6) to notify the md of the alarm and inability to restart therapy as soon as possible to avoid leaving the balloon catheter in any longer than 30 minutes without inflating or deflating. Additionally, (B)(6) reported that the patient had not had a chest x ray verifying placement immediately after insertion and the only chest x ray available showed the distal radiopaque marker near the pelvis. Esp personnel urged (B)(6) to reach out to the physician and reminded him of the 30 minute timeframe. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 type of investigation findings component codes. Investigation conclusions: h11. No decon or visual inspection performed since product was not returned and could not be evaluated since the product was not returned we were unable to evaluate the device based on the information available the event was most likely related to iab catheter malposition or migration which may have been precipitated or aggravated by patient agitation and movement during or following foley catheter placement the abrupt appearance of the check iab catheter alarm failure to resume therapy and reported imaging indicating the distal radiopaque marker positioned near the pelvis support a catheter positioning issue rather than a pump malfunction although a definitive root cause cannot be established without device analysis the lack of an immediate postinsertion chest xray delayed recognition of improper placement and patient instability likely increased the risk of catheter displacement ultimately preventing the safe continuation of therapy. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.